Event description:
The blood glucose monitoring device "blew up". Reporter alleged smoke came out of the glucose device after putting in a test strip, hearing a subsequent "beeping noise", and seeing "stuff" flashing on the device display screen. Reporter indicated leaving the test strip inside the alleged device and the device turned off on its own. Reporter stated not receiving any treatment. A request was made for the return of the suspect device and replacement product was sent.